Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was being inserted in the cardiac care unit. It became stuck in the middle of the sheath. There was no reported death, injuries, delays of complications. The patient outcome was patient in stable condition. Reference MDR #1219856-2011-00036 for the second event involving the same patient.